Event description:
It was reported the pt's pump experienced a motor stall following an MRI. It was recovered almost a month later during an update to the pump. The motor stall was confirmed along with a tube set message in the dialogue box and in the event logs. The drug in the pump was not reported. No symptoms or outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.